Event description:
It was reported that the patient recently began experiencing severe pain in the area of the implantable neurostimulator, as well as "really bad" charlie horses in her legs and random "jolts." The patient had an appointment scheduled with her physician in two weeks. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products. Lead model 3093-28 lot# v741591 implanted (B)(6) 2011 explanted unk; programmer model 3037 serial# (B)(4).